Event description:
It was reported that a separation was confirmed on the first use. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis did not reveal any anomaly with the returned fiber. The glass tip was degraded with the fiber jacket pushed back. During functional testing, bright and round light exiting the connector face was observed, indicating that there was no fracture within the fiber connector. Based on analysis results, the reported event cannot be confirmed. Product analysis did not identify any anomaly with the fiber that would have led to the fiber separation.

Event description:
It was reported that a separation of the fiber occurred on the first use. The procedure was completed with another device. There were no patient complications.